Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "failed flow rate test" was reproduced. Evaluation sent device to flow lines for flow testing at 40 ml/hr for 60 mins at 40 vtbi with the results of 42.268 and failing error percentage of (B)(4). The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation determined pressure plate travel requires readjustment and the m2/m3 springs requires replacement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.